Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: examination of the returned complaint device revealed that there were numerous kinks throughout the shaft of the wds. There was blood on the shaft. A microscopic examination presented no damage to the core wire. A microscopic examination revealed damage to the tip. The tip was folded back on itself at the distal side of the markerband. A microscopic examination revealed no damage to the markerband. The implant was received in the deployed state. There was blood on the implant when received. Microscopic analysis revealed damage to the anchors. The implant was measured and the device size was consistent with the reported information. Functional testing of inserting the wds through the was was not attempted due to the deployed implant and damaged wds and was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-03127. It was reported that the device became deformed. A 27mm watchman(tm) laa closure device & delivery system (wds) along with a watchman&#59393;access system (was) were selected. However, during removal the was became kink and the wds became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.